Event description:
Healthcare professional also reported any creases. Patient was under-age at the time of original implantation, no reasoning provided.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Event description:
Physician reported no complaint against an unknown side. Physician later reported left side capsular contracture baker grade iii/IV. Device explanted. Physician later reported 'any creases.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ use of device problem : unable to observe since it is a medical event and is not related to the device. ¿ crease/ folding of implant : observed. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 02/may/2024.

Event description:
Physician reported no complaint against an unknown side. Physician later reported left side capsular contracture baker grade iii/IV. Device explanted. Physician later reported 'any creases.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted. Patient was underage at the time of silicone device implantation.